Event description:
It was reported that during an unknown procedure, the jaws were misaligned and jamming occurred. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4).